Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report an adverse event that occurred on (B)(6) 2014. Patient's father stated that the patient was unable to receive readings from the cgm device and attempted to retrieve a blood glucose value from the bg meter. Patient's father stated that the patient's blood glucose level was too high to retrieve a bg value from the bg meter. Patient drank water and attempted to retrieve bg value from bg meter 15 minutes later, but was again too high to register a value. Patient's father further reported that patient began to vomit and the patient's mother took the patient to the hospital. At the hospital, the patient was given insulin and water. Patient's bg value was 279mg/dl after being treated. Patient was diagnosed with dehydration, high blood sugar and high ketone levels. At the time of contact, the patient's father reported that the patient was in good condition.